Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who has an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient needed a recalibration. The patient had chronic pain on her left leg and her left knee was hurting badly. There was a loss of therapy. The patient later reported that the circumstance that led to the symptoms was shifting in her body due to a moving of hardware in her body. A manufacturing representative (rep) tried everything she could possibly think of to get the patient's stimulation to work but it wouldn't connect and it wouldn't work.